Event description:
It was reported that the customer was hospitalized in may due to a bent infusion set cannula that led to a high blood glucose level of 443 mg/dl. When the customer was filling the tubing, the numbers were not appearing on the screen but insulin was exiting excessively. The customer was wearing his/her insulin pump at the time of the urgent care visit. He/she received a compromised force sensor system alarm. Insulin was squirting out during the manual prime process. The customer was unable to exit the preparing to prime loop. The drive support cap was protruded. He/she was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.